Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a sudden decrease in pacing impedance measurements on the right ventricular (rv) channel. Additionally, there was no pacing output and threshold issues. The associated device was programmed to aai configuration. A venogram revealed the left side was occluded. A revision procedure was performed and the rv lead was removed from service. The physician suspected the lead was fractured but it was never confirmed. A replacement lead was implanted on the patient's right side. The device remains in service. No additional adverse patient effects were reported.